Manufacturer narrative:
The customer reported that the power button was not functional was confirmed. Testing performed on the returned keypad found the ac indicator light did not illuminate on the keypad after plugging in the power cord and the system on key on the keypad was not functioning as intended. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. Test method information: n/a. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 09/12/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/06/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only p/n tc10013702 was received for investigation.

Event description:
It was reported that allegedly the power button was not functional, therefore, the assy case front keypad of the pcu module will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the power button was not functional, therefore, the assy case front keypad of the pcu module will be replaced. There was no reported patient involvement.